Event description:
It was reported that this right ventricular (rv) lead showed high shock impedance out-of-range (oor) of over 200 ohms without any alerts being recorded, when it was interrogated with a programmer. The device data was analyzed by engineering, and it was found this is a repeated issue as almost a year ago oor shock impedance was also recorded and the issue was related to a polarity vector. Reportedly, the rv polarity was changed as corrective action back then, but the polarity was found to be configured as it was in the beginning. Further information was received indicating the patient's physician is aware of the situation a no changes were performed. This rv lead remains in service and no adverse patient effects were reported.